Event description:
While treating a pt with the model 3100a, the operator reported the dump valve diaphragm on the pt ruptured twice. The valve diaphragm assembly was replaced both times by the operator and there was no pt compromise.